Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion (pe) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. The reported pe as listed in the instructions for use is known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). One clip was implanted in a2/p2, reducing mr to <1. Five minutes after the procedure echocardiogram showed a pericardial effusion, drainage was performed for treatment. Per the physician, the cause of pericardial effusion is unknown. No additional information was provided.